Event description:
The manufacturer received information alleging a trilogy ventilator failed initial power up during servicing. There was no harm or injury reported. The device's alternating current (ac) current inlet connector was noted to be missing and required replacement to address the issue. Additional findings not related to the malfunction/issue: the device handle was missing and required replacement. No repairs were completed because the device was not needed for inventory and was scrapped.